Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap w/moisture) issue. The reporter alleged that there was moisture/corrosion in the pump. It was noted that the cartridge cap was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 12/09/2014 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 11/20/2014 with the following findings:visual inspection revealed that the battery compartment was cracked form the top to the case seal along the left side to the grip pad. No evidence of moisture was found inside the battery compartment or pump. No battery cap was returned with the pump. A test battery cap was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.